Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2012-00050 to provide information regarding the evaluation of the samples returned from the user facility.

Event description:
The user facility reported that a portion of a guidewire coating was damaged and separated during a procedure. During follow-up communication the user facility contact stated that: the coating of the guidewire separated from the core wire during removal through a 6fr ansel sheath; the entire device was confirmed to be removed from the patient; and there was no reported impact to the patient.

Manufacturer narrative:
The involved device has not been returned for evaluation. Visual inspection of a retained sample from the reported lot confirmed that there were no anomalies or defects. Testing of the retained sample confirmed that all functional specifications were met, including proper adhesion of the coating to core wire. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based on the available information, there is no evidence that the reported issue was related to a device defect or malfunction. The event description is most consistent with damage to the guidewire coating due to manipulation against resistance during use. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All currently available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Manufacturer narrative:
Results - evaluation of user facility information & the returned sample; evaluation of undamaged sections of the returned sample & a retained sample. Conclusion - evaluation of user facility information & the returned sample; evaluation of undamaged sections of the returned sample & a retained sample subsequent to the initial medwatch report, the involved device was returned to the manufacturing facility in japan for further evaluation. Examination of the device confirmed: the urethane coating had been peeled away from the core wire starting approximately 219-mm from the distal end; the coating was found to have been rolled back in the distal direction exposing approximately 26-mm of core wire; and (3) microscopic examination confirmed that the coating had abrasions proximal to the point of partial separation that are consistent with the guide wire being caught & damaged by a rigid object during withdrawal. Testing of undamaged sections of the returned guidewire & a retained sample confirmed that the poly-urethane coating was properly adhered & had no pre-existing defects. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The appearance of the return sample is consistent with damage to the guidewire due to improper use with another device resulting in the observed partial separation of the coating material. The device labeling states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or so as to avoid damage to the glidewire advantage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.